Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the cartridge was leaking from an unknown location. Customer experienced a blood glucose (bg) level of over 500mg/dl, with high ketones that a health provided identified as life threatening. Customer went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin which resolved the issue. At the time of the report with tandem technical support, the customer was still admitted to the ER with no known damage. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.